Event description:
Consumer claims to have had ears pierced with the inverness system at a retail vendor in 2004. Sought medical attention for redness and swelling at the piercing site and partial earring embedment 18 days later. A small incision was made and the earring was removed. Oral antibiotics were prescribed.